Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection was performed. Functional testing and a review of the alarm log were unable to be performed as the device could not power on. The reported condition was verified. The cause of the condition was determined to be a defective sensor board. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not turn on. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.